Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified vessel. After a guide wire crossed the lesion, a 3mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another coyotes es balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non calcified vessel. After a guide wire crossed the lesion, a 3mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another coyotes es balloon catheter. No patient complications nor injuries were reported. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 4mm from the tip and is approximately 16mm long. The tip is damaged and the balloon is loosely folded. There is blood present in the inflation lumen and the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: under 18 years.